Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net in backup vvi mode. The patient was brought into clinic for further troubleshooting. After a software download was performed successfully, the device resumed normal function and remained implanted.